Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye. It was replaced with a non johnson and johnson iol. The suspect iol pieces were discarded. No further information provided.

Manufacturer narrative:
Weight, ethnicity unknown/ not provided. Date of event: unknown, not provided. Best estimate date of event is between may 29, 2018 and jan 4, 2022. Manufacturer: device was manufactured at the (B)(4); however, this site has been closed. If explanted, give date: unknown/not provided. The device was not received for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information and corrected data: upon further review, it was identified that event date was (B)(6) 2018 and that it was inadvertently missed to indicate in h0 in the initial report submitted that "section d3: manufacturer: device was manufactured at the kulim site in malaysia; however, this site has been closed". These fields are being updated and this report submitted as correction. Section b3: date of event: (B)(6) 2018. Section d3: manufacturer: device was manufactured at the kulim site in malaysia; however, this site has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.